Event description:
A malfunction was reported, identified by a malfunction code, and confirmed to be non-resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump. The customer reverted to an alternate method of insulin therapy.